Event description:
Customer reports 8 2ml/hr infusors containing 55ml of saline and pain medication overinfused over 16 hours instead of an anticipated 24 hours. Report involved 6 separate pts. Customer reports no pt injury as a result of report.